Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the 100% o2 key does not produce 100% of o2 to the patient. There was no reported patient harm as a result of this event.

Manufacturer narrative:
On 02/01/2016. The fse confirmed the customer¿s reported problem. The overlay, touch frames, cables, mmi board, and main board were replaced to return the touchscreen to a functional state. The cpu was replaced to return the ¿100% o2 key¿ to a functional state. The device passed all testing and has been returned to clinical use. During the repair the fse also found the touchscreen and power supply to be faulty. Both were replaced.